Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was oversensing observed on the right ventricular channel. The lead was successfully explanted and the patient was in stable condition.